Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1712k was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test. No stuck button alarm noted during the testing. Successfully downloaded pump traces and history file using thus. In further review of the formatted history file 2 days prior to the event date of 25-jun-2025, these pump error(s)/alarm(s) were noted: pump error 61 (stuck key alarm) was found on: 06/25/2025 11:35:45.000, 06/25/2025 11:47:26.000. 06/25/2025 12:13:51.000, 06/25/2025 12:27:53.000. 06/25/2025 12:34:47.000, 06/25/2025 12:48:11.000. 06/25/2025 13:13:56.000, 06/25/2025 13:42:28.000. 06/25/2025 17:21:28.000. All buttons function properly. The keypad overlay was peeled off and found a corroded keypad traces. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Pump error 61 (stuck key alarm) was confirmed according in the formatted history file due to a corroded keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed the required testing. However, pump error 61 (stuck key alarm) was confirmed according in the formatted history file due to a corroded keypad traces. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.